Event description:
The initial reporter alleged non-reproducible potassium results for one patient's samples tested with the k electrode on cobas 8000 ise 900 module using lithium heparinized tubes when compared to results obtained in the hospital using dry tubes. The following results were obtained: laboratory, heparinized tube: 2.3 mmol/l and 2.4 mmol/l hospital, dry tube: 3.3 mmol/l and 3.5 mmol/l the customer ran a comparison between heparinized tubes and dry tubes from the same patient with the following results: 1st sample, dry tube: 3.9 and 4.0 mmol/l 2nd sample, heparinized tube: 3.7 and 3.7 mmol/l 3rd file, heparinized tube: 3.3 and 3.4 mmol/l the patient returned on (B)(6) 2023 and was measured with heparinized tubes resulting in values of 5.2 mmol/l and 5.0 mmol/l.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Precision studies were done and recovered within specifications. The patient was on chemotherapy treatment. Chemotherapy treatment may affect potassium. The investigation determined the issue was related to the patient sample. The investigation did not identify a product issue.